Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on case and minor scratches on lcd window. No damage to belt clip rails noted.

Event description:
The customer reported via phone call that insulin pump received power error alarm. The customer¿s blood glucose level was 167 mg/dl. The insulin pump will be returned for analysis.